Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00875.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed five smart coils and four non-penumbra coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil into the target vessel and used a handle to detach it. However, while attempting to slide back the handle slider, the smart coil was pulled back into the microcatheter. The smart coil had not detached and therefore, was removed. The procedure was completed using another smart coil, the same handle, other coils and the same microcatheter. There was no report of an adverse effect to the patient.